Manufacturer narrative:
All available information indicates the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) received shocks and the non bsc lead had a shocking impedance of less than 20 ohms. The impedance has been between 20-30 ohms since implant. The physician has elected not to do anything with regard to the impedance. The field representative made some programming changes as the episodes looked more like rapidly conducted atrial fibrillation and not ventricular tachycardia (vt), therefore the shock was inappropriate. There were no additional adverse patient effects reported.